Event description:
It was reported that the patient was in the hospital for an unspecified reason. It was noted, the patient was walking and had to sit, and then became unconscious. It was revealed, the patient was in ventricular tachycardia and the device did not deliver therapy. Upon device interrogation, it was found that the device was programmed at higher rate than the vt occurred and therefore the vt was not treated. Device was reprogrammed and patient's medication was adjusted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.